Event description:
P wave measurement is 0.4 mv. Atrial lead sensitivity programmed at 0.3 mv. Atrial events appear to be falling in blanking at times possibly triggering at/af device classified termination of at/af and possible inappropriate atrial pacing. Due to low p-wave amplitude and sensitivity setting, cannot rule out intermittent atrial undersensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).